Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there are large discrepancies between his sensor glucose and blood glucose readings that cause his insulin pump to unnecessarily suspend. The patient's sensor glucose at the time of incident was 80 mg/dl and his blood glucose was 225 mg/dl. The sensor in question was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found the needle separated from the sensor base. Unable to confirm the insertion anomaly due to the customer returning the sensors opened/used.